Event description:
Litigation alleges pain, high levels of cobalt and chromium and difficulty ambulating. Update: (B)(6) 2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of metallosis, and corrosion. Records are available for further review.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.